Event description:
It was reported the io needle was bent. It was reported "last shift (B)(6) 2022, rescue-6 ran a code. . . And used the new io gun and needles on the patient. While using the first needle (blue in the tibia) fm stated the needle bent and was unusable. I was informed that the second needle worked properly."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the io needle was bent. It was reported "last shift 03.18.2022, rescue-6 ran a code. . . And used the new io gun and needles on the patient. While using the first needle (blue in the tibia) fm stated the needle bent and was unusable. I was informed that the second needle worked properly."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.